Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the shock impedances had gradually increased and boston scientific technical services (ts) discussed it was likely due to calcification around the coil. Ts recommended to reprogram the oor upper limit to 150 ohms and continue to monitor. This rv lead remains in service. No adverse patient effects were reported.